Manufacturer narrative:
(B)(4). Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-314 / lot: unknown (x4) part: 876-014 / lot: unknown (x2) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: postop visit date-(B)(6) 2007, ae onset date: (B)(6) 2007; ae description: patient complains of left sided neck, shoulder and arm pain physical therapy: yes;additional treatment: start cervical physical therapy description: follow up next visit postop visit date- (B)(6) 2007, additional comments: patient is better but pain still remains. Will follow up at next visit. Postop visit date- (B)(6) 2008, ae outcome: pending; postop visit date- (B)(6) 2008, additional treatment: left shoulder pain is less than right but still exists. Postop visit date- (B)(6) 2010, additional treatment: patient is being sent for an MRI to evaluate cervical ddd description: left arm pain still present

Event description:
Post-op visit date- (B)(6) 2017 it was reported that at 120 month visit, the patient complained of neck pain and loss of cervical range of motion, most noticeable in extension and lateral rotation. The patient did not receive treatment and hospitalization was not required.